Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue was contamination on the machine flow sensor. The machine flow sensor was replaced on the device. The internal battery was missing from the device. The internal battery was replaced on the device. The following parts were proactively replaced on the device: air foam inlet filter and particulate filter.